Manufacturer narrative:
A revision surgery was performed to reinstrument the construct; however, the suspect/explanted device has not been returned to seaspine for analysis. Review of the x-ray provided confirms the s1 set screw loosened from the construct in the postoperative period. The cause of this event cannot be determined at this time as no additional information surrounding the surgical technique and/or events leading up to the failure were provided. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components.

Event description:
A patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system from levels l4-s1; index surgery date unknown. It was reported that a set screw loosened from the construct 3 weeks post-operation.